Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged the infusion device was delivering an inaccurate amount of insulin which caused the patient to have elevated blood glucose. At 4:30 a.m., the blood glucose level was "hi" mmol/l (which is a blood glucose greater than 33.3 mmol/l). The emergency doctor was called based on the high blood glucose level. At 4:45 a.m., the emergency doctor treated the patient with 4 units of insulin via pen. The patient was taken to the hospital by ambulance. At the hospital, the glucose level was 33.0 mmol/l and the patient was connected on a perfusor. It is unknown on how long the patient was in the hospital. The infusion device was requested to be returned for product evaluation.